Event description:
A report was received that the patient had a pocket revision due to pain at pocket site. The physician relocated ipg. Nothing was implanted or explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the ipg was not visible through the skin. The physician indicated that the scar tissue around the battery was causing pain.

Event description:
A report was received that the patient had a pocket revision due to pain at pocket site. The physician relocated ipg. Nothing was implanted or explanted. The patient is reportedly doing well following the procedure.